Event description:
The customer reported that the system continued to beep after the exposure button was released. There was no uncommanded x-ray. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on interface board power was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.